Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 426 mg/dl. The cause of the high bg was not known. The infusion set site was changed and insulin delivery was resumed. An insulin injection was administered resolving the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.